Manufacturer narrative:
(B)(4).

Event description:
The user received questionable ion selective electrode (ise) sodium results and provided data for two patient samples. Of the data, the results for only one sample were reported outside the laboratory. All results are in mmol/l. The initial result was 126 and was reported outside the laboratory. The physician questioned the result and the patient was redrawn. The result from the new sample was 135. The user then repeated testing on the original sample and the result was 130. On (B)(6) 2011, the user repeated testing on the original sample and the results were 131.3, 137.6, 132.9, 129.3, 135.6, 130.2 and 130.6. The patient was not treated based on the erroneous result. The sodium electrode lot number was not provided. The field service representative determined the was an o-ring missing from the electrode. The o-ring was replaced and additional maintenance was performed. To verify the analyzer operation, calibration, quality control and precision testing were performed with results within specification.